Event description:
Information received by medtronic stated that the insulin pump had a power error detected alarm twice. Customer stated that they were able to clear and able to rewind the insulin pump. Customer was assisted with troubleshooting and found that insulin pump error alarm occurred within 24 hours for twice. Customer no harm was required during medical intervention. The devise was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring is clear. Customer returned insulin pump for an alleged pump error 25 found on (B)(6), 2022. The insulin pump passed the displacement test, active current test and self test. Insulin pump failed sleep current test due to moisture damage. No pump error 25 noted during testing. Successfully downloaded history files and traces using thus. The first power management graph confirmed pump error 25 the unloaded voltage (ul vlith) was less than 3.7 volt for 240 consecutive minutes and loaded voltage (loaded vlith) was consecutively at 3.6 volt. Pump error 25 was found in the insulin pump history files on the event date at 23:09:00.00 due to loosely connected j6 connector. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1, electrical board 2, and force sensor. The j6 connector was disconnected and reconnected firmly. Insulin pump was charged for a day and downloaded. The new power management graph shows the unloaded voltage (ui vlith) is above 3.7 volt. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (faded, stained), corroded battery tube. Damaged retainer ring confirmed. Pump error 25 confirmed due to loosely connected j6 connector on the event date at 23:09:00.00. Unexpected battery power loss confirmed due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.